Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the tip of pituitary broke off on surgical field. Per rep, device was used in surgery before it broke. No fragments were remaining in the patient. No patient complications were reported as a result of this event.